Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment of the closure device, a pericardial effusion was noted and the patients blood pressure also dropped slightly. The device was too proximal so it was fully recaptured. At this time the case was aborted due to anatomy. A pericardiocentesis was performed, which drained 200 cc of fluid and blood pressure returned to normal. A bedside echocardiogram was performed the following morning and no fluid was reported. The patient is stable and has been discharged.